Event description:
On 2026-jan-07 additional information was received from a healthcare professional. The caller had information that the patient indicated that they had 4 leads but only 2 of them were still working. Technical services reviewed that there was no history showing of previous systems and the caller didn't have any further details about this information about leads that the patient provided or whether the patient had had any other previous implants. The caller did have imaging from (B)(6) 2025 that only showed the interstim system. The caller is going to contact the patient to ask them further questions about the comment made about their leads. Technical services made a follow-up call to review that the patient may be referring to their 4 electrodes on their lead and not actually leads. Technical services reviewed any issues with their electrodes does not prevent going forward with an MRI.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va34g3p, implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va34g3p, implanted: (B)(6) 2025, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 17-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they need to get in touch with the manufacturing representative (rep) that installed their stimulator. Patient said when they installed the unit, they were not told that it had 4 leads and only 2 of the leads were functioning. Agent asked how they know their lead was not working, patient said that during the surgery healthcare provider (hcp) discovered that only 2 out of 4 were working, hcp told them that was possible that their implant should be reprogramed to work with only 2 parts. Agent explained that a lead has 4 parts, patient confirmed they were speaking about the parts of a lead. The patient was redirected to their hcp to further address the issue. Additional information was received from the patient on (B)(6) 2025 that their surgical site hasn't healed up yet and it was a bad procedure and they had trouble placing it and they were black and blue. Patient added it shouldn't have been that big of a procedure. Patient said they were told that only half of the leads for the stim unit were functioning. Caller stated that the doctor's office told them that they could not get 2 of the electrodes to work and that only 2 of them were functioning and because of that the normal programming wouldn't suffice to get it to work as it's supposed to. Patient mentioned they're not happy about that and requested their manufacturing representative (rep) to contact them. Patient was redirected to their hcp to further address the issue.